Event description:
It was reported pt ordered 2 boxes of wicks in august and they weren't working. We sent 20 wicks, and the women has developed a uti. The ones on the top worked fine and now the bottom ones doesn't work. Pw100, (B)(6), lot#20250002. T/d lid -passed failed no suctioning in 30 secs. The kit is from 06/06/2025 will buy new and advised of recommendation of every 60 days and reason. Female wick.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported pt ordered 2 boxes of wicks in (B)(6) and they weren't working. We sent 20 wicks, and the women has developed a uti. The ones on the top worked fine and now the bottom ones doesn't work. Pw100, (B)(6), lot#20250002. T/d lid -passed failed no suctioning in 30 secs. The kit is from (B)(6) 2025 will buy new and advised of recommendation of every 60 days and reason. Female wick.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.